Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that during a hip procedure, the surgeon was inserting the stem into the patient and the tip of the inserter broke off inside the stem. The broken piece was able to be removed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection confirmed the tip of the inserter to be fractures. Wear rings were also observed on the tip. The shaft is heavily scratched and the etching is faded. Impact marks consistent with a multiple use device were also observed on the strike plate. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.